Event description:
It was reported by the customer stating that during a breast biopsy they received an error code, the rear rotation knob physically moved by itself and they heard a grinding noise. The case was completed using the holster. There was no patient consequence reported. Device being returned for service.

Manufacturer narrative:
Evaluation summary: the holster was returned to the analysis site due to reports of l3-017 error code. The analysis results found that the holster displays l3-017 green cable error during initilization of functional test due to the pcb board is out of calibration. The holster was repaired, the device passed the electric and safety testing and was found to meet specifications. The holster was returned to the customer.